Event description:
The customer states that the pt came in to the hosp for an evaluation. The initial blood sample drawn (zero hour) gave a troponin I result of 0.33 ng/nl. The pt was admitted and underwent cardiac catheterization and angiogram, both of which were negative. Serial draws were also taken from the pt at 6 hrs and 12 hrs, and both gave troponin I results of <0.1 ng/ml. The initial sample was later re-tested on 2 different centaur instruments and the troponin I results were <0.1 ng/ml in both cases. A siemens medical solutions diagnostics field engineer evaluated the instrument and found no evidence of system malfunction. Quality controls were also run and their results were within specification. Discussions with the customer indicate improper sample handling as the potential cause for the discrepant result. Proper sample handling instructions and recommendations from the sample tube supplier have been reviewed with the customer.

Manufacturer narrative:
For medical device reporting purposes, this event is considered closed.